Event description:
It was reported that while in use on a patient a ventilator generated a device alert and error codes. The patient was removed from the ventilator and placed on an alternate device. There was no harm to the patient as a result of this event. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).a covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended running the ventilator on a test lung for 48 hours in an attempt to duplicate the error codes.